Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the cartridge was damaged. Reportedly, the cartridge tubing was missing from the cartridge. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 125 mg/dl.